Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test. There was a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, excessive no delivery test or verify the prime/fill anomaly due to the compromised force sensor system alarm. It was noted that there was no failed battery alarm during the test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was having problems trying to rest the pump and it is not letting her go to the fill cannula. Customer stated that she was trying to change her reservoir out and cannot get beyond the manual prime process. Customer stated that the numbers aren't appearing when she holds down the act button. Customer stated that she was unable to exit the preparing to prime loop. Customer did not receive a 2nd series of beeps nor did numbers appear on the screen. Customer received a failed battery test alarm after inserting a battery into the pump just now. Customer declined troubleshooting for the issue since she used an old battery. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.